Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that one suture piece that pertain to product code nw2493 was received. During visual inspection of the suture, body fluids along of strand were found. As per the conditions of the returned sample, the insertion mark could not be observed. In addition, the needle was not returned for the evaluation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h 3. Device evaluated by manufacturer?. H 6. Component code, h 6. Type of investigation, h 6. Investigation conclusions, h 6. Investigation findings.

Manufacturer narrative:
Product complaint # product complaint # (B)(4). Additional information: h6 component code: g07002 - device not evaluated. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? It was reported that "multiple times with me has it happened that after my lateral skull base surgeries, I have experienced a poor quality suture from ethicon." Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Please perform and document the follow-up attempt for product return. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported via: mw# 2210968-2023-09788 ,mw# 2210968-2023-09790. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The sutures gone bad from the needle swage point from where it got separated like it was never attached additional information has been requested.